Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. Struts on the two most distal rows were lifted upwards. Two kinks were identified on the device, one on the outer 3.5cm distal to the guidewire exchange port and one on the hypotube 15cm proximal to the midshaft bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The totally occluded, 2.75 x 38mm, eccentric target lesion was located in the moderately calcified and mildly tortuous mid right coronary (rca) artery. A 3.00x16mm promus element plus stent was advanced to treat the lesion however, resistance was encountered and the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a distal stent damage.